Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose reading was 172mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to display anomaly. Unable to verify critical pump error(open book image) due to cracked lcd controller. Pump received with cracked lcd controller, scratched case, cracked select button keypad overlay, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.